Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure. Patient's age, weight and gender were not provided. According to the complainant, during the procedure, the resolution clip device would not advance out of the catheter. The procedure was completed with another resolution clip device. There were no patient complications or injury reported as a result of this event. Post procedure the patient's status was not provided.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation. The device was disposed of; therefore, a failure analysis of the complaint device will not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).